Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer stated that auto mode was not used. The customer stated that they did received sensor updating, did receive a calibration not accepted alert, did receive a change sensor alert. The device will not be returned for analysis.